Event description:
Dealer called and stated that the end user flipped back his arm, and the clevis pivot broke.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.